Event description:
The patient reported that they have been having problems with their settings. When they set it, it would go away. The patient stated that stimulation would come and go way. Their healthcare provider set the settings and when the patient was not feeling stimulation they would check their settings and they were on a different program "it seemed to be losing settings for some reason." About 3 weeks prior to the day of the report the patient tried their settings but the patient programmer showed a different program when they check it, the patient stated that "it was losing settings." The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient reported that it was not having an effect on the urgency of urine. They tried different setting and they were still in the process of having the intermittent stimulation resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.